Event description:
The caregiver reported the patient's blood glucose (bg) level rose over 27 mmol/l (486 mg/dl), while wearing the pod between 5 and 24 hours. They reported being unsure if the cannula was properly seated in the infusion site (back), and when removed the cannula was observed to be bent. Additionally, it was reported the pod was leaking insulin. As treatment, the caregiver contacted their diabetes team who advised to change the pod and administer insulin to correct bg levels. Specific insulin amounts were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.